Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited an increase in capture threshold. During revision, insulation damage was noted. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.